Event description:
The physician attempted to use an endeavor resolute drug eluting stent. The target lesion was in the distal rca and had 90% stenosis. The device was inspected prior to use with no issues noted. The device could not pass the lesion. Another non medtronic device was used to complete the surgery. There were no patient complications reported. Device evaluation: the device was returned for analysis. The stent was severely stretched and deformed. The distal stent segments were stretched over the distal marker band and the distal tip. Crimp impressions were evident on the balloon. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results, conclusions: failure to deliver stent and stent deformation, the lesion had 90% stenosis. (B)(4).